Event description:
The t1 switched off suddenly while transferring patient from ICU to another ward, the patient nearly die. Patient was using the t1 from several days before to 21-oct. Time of incidence was around 12:00 noon 21-oct. According to nurses, 15 minutes after transport, the t1 suddenly switched off. Nurses checked whether battery was securely attached to t1, and also plug and unplug. Therefore in the event log it shows the battery connect and disconnect. After that they continue using, and the t1 turned off several times during transport (not only one time).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device shut down during ventilation of a patient due to the missing battery cap. The root cause was determined to be improper maintenance. In consequence the battery cap was installed as intended. There was potential patient harm. The patient nearly died; more information was not provided.